Event description:
The customer stated that false nonreactive architect syphilis tp results were generated for a patient sample that tested reactive using alternate methods (tppa and trust). The following data was provided. Male, 26 years old. Medical history: external genital ulcer for 1 week, diagnosed as dermatitis architect syphilis tp results: initial result 0.45 s/co (nonreactive), repeat results 0.41 and 0.46 s/co (nonreactive) tppa and trust were positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-77, that has similar product distributed in the us, list number 08d06-31 and 08d06-41.

Event description:
The customer stated that false nonreactive architect syphilis tp results were generated for a patient sample that tested reactive using alternate methods (tppa and trust). The following data was provided. Male, 26 years old; medical history: external genital ulcer for 1 week, diagnosed as dermatitis architect syphilis tp results: initial result 0.45 s/co (nonreactive), repeat results 0.41 and 0.46 s/co (nonreactive). Tppa and trust were positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit lot 48323be01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met and no false nonreactive results were obtained, indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no deficiency of the architect syphilis tp reagent lot 48323be01 was identified.